Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon ruptured. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon attempt to inflate, it was noted that the balloon ruptured. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon ruptured. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon attempt to inflate, it was noted that the balloon ruptured. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified second right posterolateral segment (rpl).